Manufacturer narrative:
The insulin pump received with stripped battery cap coin slot. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump battery cap could not be removed when it was time to change the battery. The blood glucose reading was 598 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.